Manufacturer narrative:
Initial MDR 2517506-2021-00279 was filed on 08-oct-2021. Additional information (10-nov-2021): siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer. Quality control was in range. No issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded expected results. No system malfunctions were identified. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
Additional information (08-dec-2021): siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer. Quality control was within the customer's acceptance ranges. No issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00279 was filed on 08-oct-2021. 2517506-2021-00280 supplement 1 was filed for the same event on 08-dec-2021.

Manufacturer narrative:
Correction (08-oct-2021): section b1 changed to product problem only, no adverse event occurred. Initial MDR 2517506-2021-00279 was filed 08-oct-2021.

Event description:
A discordant falsely elevated creatinine (cre2) patient result was obtained on a dimension® exl¿ 200 system. The discordant cre2 result was reported to the physician and questioned. The samples were reprocessed on the same system. The lower, reprocessed cre2 results were considered correct. There were no known reports of adverse health consequences due to the discordant falsely elevated creatinine result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report the discordant, falsely elevated creatinine results on a patient sample obtained on a dimension exl 200 system. Siemens is investigating the event. MDR 2517506-2021-00280 was files for the same event.